Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during an ablation to treat atrial tachycardia a intellanav mifi open-irrigated irrigation port at the handle started leaking. Irrigation flow was interrupted and catheter was withdrawn from the body without complication. Procedure was successfully completed with no patient complications by exchanging the catheter. Device is not expected to be returned.